Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a prostatectomy on (B)(6) 2017 and an implantable suture clip was used. During the procedure, when the surgeon tried to apply the clip, the clip could not be closed properly. Another like device was used to complete the procedure with no adverse patient consequences.